Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that the er320 instrument clips were coming out the side of the jaws of the applier. The device was locking and clips did not close properly. No pieces fell into the pt. Another instrument was used to complete the case. There was no consequence to the pt.